Event description:
I had an acute broncho spasm after coughing for hours. I left my emergency albuterol at work, and had to go to the ER for treatment. I have had a cough for over 6 months and require albuterol daily. These are new for me. I have had allergies my whole life, but they have always been in my nose. I cannot confirm the cause is my CPAP, but I do wonder. I ceased the CPAP use and 2 days later I still have a persistent cough. My device is part of the philips recall. FDA safety report ID# (B)(4).